Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After the customer used the original charging supplies and left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.